Manufacturer narrative:
Concomitant products: product ID 3708320, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3093-33, lot # va09r0z, implanted: (B)(6) 2013, product type lead; product ID 3708320, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3093-33, lot # va091q9, implanted: (B)(6) 2013, product type lead; product ID 37651, serial # (B)(4), product type recharger. (B)(4).

Event description:
The consumer reported that the images they were seeing on their recharger screen were not matching the images in the book. It was stated the patient had charged at least twice since implant. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor. Later, the consumer reported having problems with their neurostimulator for bladder and it was not doing what it was supposed to be doing. The ¿computer reading¿ was not what it appeared to be, clarifying that the patient was not seeing the same screen as the normal screen their manufacturer representative showed them; they did not know if they were charging properly. The recharger screen showed ¿something pointing to a cord with a plug and arrows going back and forth with a charge symbol,¿ as well as 3 out of the 4 images they should be seeing in the top row. The row of coupling boxes did not appear, but the patient saw a ¿circle with a tail and arrows going back and forth to a squiggly cord with a plug.¿ it was noted the problems with the recharger began six days prior to report when they attempted to recharge and were unsuccessful. The patient did not recall if they had the same issue during the first two recharging session. Later, it was stated the normal recharging screen was shown but there were no coupling boxes shaded. A poor communication screen was shown, but no warning screens had been seen. Stimulation was felt and the patient had therapeutic effect, but not as much as expected. The trial therapy worked wonderfully and then right after implant it was working great, but ¿little by little it hadn¿t been working as well¿ and this had been going on since implant. It was noted the patient was not overly concerned and they still had a huge improvement than before having the device implanted; however, the patient expected more. It was stated the patient had been under a huge amount of stress and believed that could be affecting their device. Additional information received from the consumer reported they were having a really hard time getting coupling boxes and had been having trouble since the beginning to get it to fully recharge. The patient never got the bars from the beginning except for the last time when someone was walking them through it, and it seemed like it did not work as well pushing the end of the first week. The patient¿s bladder was reportedly not doing ok. Towards the end of the week before recharging, it was harder to get urine out and to be able to urinate. There were ¿more problems with urinating¿ toward the end of the first week; the patient did not have problems ¿right at first,¿ but it had been a problem since they¿d been doing it themselves. The device seemed like it never functioned fully since the patient had it, however the patient was not recharging correctly until a couple of weeks ago when they were walked through recharging. On (B)(6) 2014, the patient was only able to get two coupling boxes; it just ¿never fully charged¿ and the patient was having problems this morning urinating. It was noted that it was thought that the patient ¿cut it short¿ before the hour was up but they did recharge for the greater part of an hour the best they could. The patient¿s bowels worked fine when the device was fully charged, but they had trouble with bowels when the device was not fully charged. The bar did not show until after an hour, but only showed one block of the bar and the battery kept flashing on and off. It was noted that ¿maybe it¿s charging to some extent¿ but it never reached the point where the row fills up except for maybe the first block, and it never reached the point where all the icons disappear like they were told it should. The device ¿just didn¿t seem to be working.¿ it was reported that after implant, the device slowly went back to ¿almost where it was.¿ every time the patient went to the bathroom, it was ¿nothing to go in and out of the bathroom,¿ and it slowly started reverting back. It was noted that it did ¿function the one time much better.¿ the patient had a follow up appointment with their doctor in a couple of weeks. Additional information received on (B)(6) 2014 from the consumer reported that there was a loss of therapeutic effect and since (B)(6) 2014 the implantable neurostimulator (ins) ¿was not doing so well.¿ the patient went back to her healthcare provider (hcp) on (B)(6) 2014 for a recheck and told them about the issues. Personal life issues were causing the patient stress; the hcp said that stress could cause bladder symptoms to return. The hcp had the patient do a check to test the bladder and it was empty, and she felt like in the mornings she was having a hard time emptying her bladder. It was reported that yesterday it was ¿really bad¿ and today it was ¿the worst,¿ and symptoms returned. The patient had an appointment on (B)(6) 2014 with the hcp and the patient was afraid to have the hcp turn the ins up because she did not want to get shocked. It was also noted that there was still a coupling problem and the patient was only getting 0-2 bars and was not able to recharge. After reviewing antenna locate feature, the patient was able to get 8 bars and successfully recharge. The recharger showed the ins battery status as half full and the ins was on.